Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager (srm) had fallen off. The field service engineer (fse) reinstalled srm back onto the refrigerator using adhesive foam tape. After reinstallation, the system was tested with the customer. The test was successful. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was open and hanging off the adhesive while a medication was being pulled from the fridge. The customer confirmed that they closed the box and were then able to close the fridge. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.